Event description:
On (B)(6) 2012, the patient contacted animas and reported that the up and down keypad buttons had been intermittently unresponsive for several months. The patient denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and cleaned the pump with a damp cloth or microfiber cloth. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
Follow-up #1: date of submission 11/18/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 11/04/2015 with the following findings: during investigation, the keypad was intact; no damage was observed. The contrast button was found to be unresponsive; all of the other keypad buttons responded appropriately. The complaint of the intermittent response of the up arrow and down arrow buttons was not duplicated during testing. The keypad cover was removed and contamination was found under all of the button contacts. Unrelated to the complaint, investigation revealed that display was dim and discolored. Also unrelated to the complaint, investigation revealed a crack in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.